Event description:
Pt reported symptoms of necrosis following collagen injection in glabella. They suspect possible secondary infection at site of necrosis. They have been treated with intralesional cortisone, but felt that it was ineffective.